Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. Evaluation found that the door was able to latch close but the force required to secure door is above expected levels and if not applied, causes the unit to go into a door not fully latched alarm. The door hooks were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched in the critical care unit, prior to therapy. It was also reported that there was no patient injury.